Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during a colonoscopy. According to the complainant, the clip grabbed tissue but would not release from the delivery system. The scope was manipulated until the clip fell off of the site. The clip was removed from within the patient. No bleeding occurred as a result of this event. Another resolution hemostasis clipping device was used to complete the procedure. There were no patient complications as a result of this event. The patient condition was reported as fine post procedure.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during a colonoscopy.according to the complainant, the clip grabbed tissue but would not release from the delivery system. The scope was manipulated until the clip fell off of the site. The clip was removed from within the patient. No bleeding occurred as a result of this event. Another resolution hemostasis clipping device was used to complete the procedure.there were no patient complications as a result of this event. The patient condition was reported as fine post procedure.

Manufacturer narrative:
A visual examination of the returned device found the clip assembly was fully deployed and not returned. Additionally, the control wire was separated per design. The condition of the returned incident device was not consistent with the complaint that the clip failed to release from the delivery catheter. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted.